Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer removes air from the cartridge a few times and does not release the plunger. Tandem technical support informed the customer that removing the cartridge air a few times and not releasing the plunger, is off label per the user guide. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact to customer's blood glucose level. No additional information was provided.